Event description:
The customer reported that while the unit was in use on a pt, the unit generated a "pneumatic drive" alarm. The unit shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.